Event description:
It was reported that approximately one week after surgical implantation of a bypass graft in a femoral/popliteal artery, the patient experienced bleeding. Open surgical intervention was performed and the bypass graft was noted to be torn at the proximal anastomosis. The graft was removed and the patient was reported to be doing well after the surgical procedure.

Manufacturer narrative:
The serial number was provided; therefore, the device history records can be reviewed. The investigation is currently underway.